Event description:
Stent was attempted to be placed in the pt's mid-lad. Stent was attempted to be advanced from the proximal lad to the mid-lad. Due to calcium in the proximal lad, the stent was lodged in the proximal lad even after numerous inflations pre-stent insertion. Action: stent was deployed in the proximal lad with favorable results.